Manufacturer narrative:
It was reported that the patient experienced a wound dehiscence and subsequent infection at the implant site. The device was then explanted on (B)(6) 2023. There is no plan to reimplant the patient with another cochlear device at the time of this report. This report is submitted on september 12, 2023.

Manufacturer narrative:
This report is submitted on july 17, 2023.

Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.